Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is female/73 years old. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: left bundle branch area pacing in patients requiring permanent pacemaker implantation after transcatheter aortic valve replacement. Polish heart journal. 2025. 1-10. Doi: 10.33963/v.phj.108663 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effect of the transcatheter aortic valve implantation (tavi) procedure on the success rate, feasibility, electrophysiological parameters, and procedural outcomes during left bundle branch area pacing (lbbap). The patients were divided into two groups: those after tavi and a control group without any valvular intervention. The authors described patients who experienced complications; all of them occurred in the control group. There were three patients who experienced pneumothorax during the implant procedure. In the follow-up period, there were three leads which exhibited dislodgement and one which exhibited an increase in threshold. The specific treatment/intervention performed was unknown. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.